Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
It was realized during suction behind the heart that the tigerpaw system ii had torn the left atrium appendage, and it was bleeding from underneath to the tigerpaw device on the left atrium (bright red blood). A 4-02 prolene off pump with cts retractor and expose suction device were used to fix bleeding without success. The patient was re-heparinized and placed back on cardiopulmonary bypass. Eventually the tigerpaw system ii device was taken off completely. The left atrial appendage which was not much left was over sewed.